Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient¿s primary care provider (pcp) had tried to contact someone to come to the office to turn the pump off, but they had not had any success. It was further reported the doctor the patient was working with for the management for her pump was not longer working with the pumps. The patient last had her pump filled in (B)(6) 2019 and she just let the pump go empty. It had been alarming since (B)(6) 2020. The patient was only working with a primary care provider pcp, and that healthcare provider (hcp) had tried to contact a company representative (rep) to come into their office to disable the pump but those attempts had not been successful. It was noted the patient was desperate to have the alarm disabled because she said she could feel her stomach seize up each time the alarm went off and it had caused her to lose weight. The rep was contacted to see if there was an hcp the patient could connect with that could disable the alarm or turn off the pump complete. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving dilaudid (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient needed their pump turned off as they hadn't been to the doctor since their refill in (B)(6) 2019. The medication reportedly ran out on (B)(6) 2020 and the pump had been alarming since then. Every time the pump alarmed, it made the patient's stomach cramp up and made the patient sick. The patient had been 146lb and was 109lb at the time of report. The patient had no idea how they had lost this weight. It was noted that previously the patient had their dose increased "to like 2," and they had a severe anxiety attack and had taken xanax for years. They wanted the patient to stop taking xanax but the patient couldn't, so they started decreasing the pump 15% each time the patient would go in. The patient indicated that they would not go back to that office as they were treated ugly. The patient was to have their primary care physician call to request a manufacturer representative come and silence the alarm on the pump. No further complications were reported or anticipated.